Event description:
It was reported that log files were submitted for evaluation concerning damage to modular cable. The patient presented with a driveline power fault alarm, and there was visible damage of outer layer on patient side of modular cable connection from wear and tear. No alarms or disruptions in power were observed. Technical services noted that the area of damage superior to the modular cable should be covered with rescue tape to avoid moisture ingress. Follow up log files were submitted for evaluation after the alarm returned. The site stated that the modular cable was clear of visual damage but there was evident damage on the patient side. The event log file first recorded a driveline_power_fault associated with a (f4) pwr_a_broken on 25jan2024. This indicated that there was an issue with the power a conductor within the modular cable / driveline. The modular cable and system controller were exchanged, and log files from the replacement system controller were submitted for evaluation. There was no evidence of the alarm and rescue tape was placed on visible damage. The data recorded by the event log file indicated that the new equipment improved the conductivity across the power conductors. Technical services noted that both a and b conductors were now carrying very similar amounts of current to the device. Related manufacturer reference number: 2916596-2024-00722 (mod cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation with the modular cable due to a driveline power fault alarm. During testing of both returned products, the cause of the alarm was isolated to an issue with the modular cable and has been addressed via the modular cable¿s investigation. The provided log file, as well as a log file extracted from the returned system controller collectively contained data spanning approximately 1 day (25jan2024 ¿ 26jan2024 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events regarding the system controller were observed. The returned system controller (serial number (B)(6)) was functionally tested alongside a mock loop and known working test equipment and was found to perform as intended. The root cause of the reported event was determined to be an issue with the modular cable and was not correlated to an issue with the exchanged system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.